Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the right ventricular (rv) lead and the atrial lead exhibited noise oversensing, resulting in pacing inhibition. The rv lead and the atrial lead were subsequently explanted and replaced. The patient remained stable throughout the procedure.